Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection which was manifested by cloudy effluent, abdominal pain and high fever. The cause of peritonitis was reported to be due to "eating something bad". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) which was added into dianeal for peritonitis treatment. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.